Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5153909) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has growth in the lungs and polyps in left nostril. No further clinical details were reported.